Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to a proximal pressure drift too high was observed. The device's sensor board was replaced to address the issue.